Event description:
Erroneously elevated troponin (accu tni) results from two different pt samples that were generated by the unicel dxl 800 access instrument. The accu tni result was 2.9ng/ml from pt a and 1.44ng/ml from pt b. The results were reported out of the lab. An ER physician questioned the accu tni results. The customer re-tested the pt a and b original samples for accu tni. The repeated accu tni results were: 0.02ng/ml from pt a. 0.01ng/ml from pt b. Corrected reports have been issued for pt a and b. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.